Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatch to evaluate the iabp. Upon evaluation the stm was unable to reproduce the reported issue; however the stm was able to verify that the iabp alarmed for iab disconnected. The stm notified the facility biomedical engineer that the staff did not troubleshoot for iab disconnected and discontinue use of the device. The stm completed a full pm with full calibration and all functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that while in use on a patient a gas loss issue occurred on the cs300 intra-aortic balloon (iabp). There was harm or injury to patient and no adverse event was reported.